Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database for this product was not performed since the part and lot numbers were not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported core separation, treatment and delay appear to be related to case circumstances of the procedure. Based on the reported information, it is likely that during advancement through the cto, the guide wire likely kinked and or damaged. Manipulation during retraction ultimately resulted in the reported separation. The separated portion of the guide wire was with removed using a snare device, therefore delaying the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Canada: it was reported that the procedure was performed to treat a chronic total occlusion. An unknown balance middleweight universal ii guide wire was advanced; however, during use, the guide wire fractured. No adverse patient effect was reported, but there may have been a clinically significant delay. Subsequent to the initial canada report, additional information was received. An unknown balance middleweight (bmw) universal ii guide wire was advanced down a donor right coronary artery (rca) while treating the cto in the left anterior descending (lad) artery. The cto was opened and the bmw universal ii guide wire was removed; however, it was noted that the guide wire had separated into two segments in the aorta. The separated guide wire was able to be removed via snaring with additional guide wires. No additional information was provided. MDR: it was reported that the procedure was performed to treat a chronic total occlusion (cto). An unknown balance middleweight (bmw) universal ii guide wire was advanced down a donor right coronary artery (rca) while treating the cto in the left anterior descending (lad) artery. The cto was opened and the bmw universal ii guide wire was removed; however, it was noted that the guide wire had separated into two segments in the aorta. The separated guide wire was able to be removed via snaring with additional guide wires. No adverse patient effect was reported, but there may have been a clinically significant delay. No additional information was provided.

Manufacturer narrative:
The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occlusion (cto). An unknown balance middleweight (bmw) universal ii guide wire was advanced down a donor right coronary artery (rca) while treating the cto in the left anterior descending (lad) artery. The cto was opened and the bmw universal ii guide wire was removed; however, it was noted that the guide wire had separated into two segments in the aorta. The separated guide wire was able to be removed via snaring with additional guide wires. No adverse patient effect was reported, but there may have been a clinically significant delay. No additional information was provided.